Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation alleges patient had pain in left hip, loosened acetabular component, osteolysis, metallosis, the need for aspiration of right hip and other injuries after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/30/2013 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated discomfort, metal wear (not metallosis mentioned), fluid collection, and fretting at the head/neck junction. There was no mention of a loose cup or osteolysis. There is no new additional information that would affect the existing MDR decision.